Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield modified skull clamp (a1059) was returned for evaluation. Complaint confirmed via inspection of the unit. Device received showing signs of wear and the index knob and lock required new components to replace worn internal parts.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2021-00256. A facility reported that the locking knob on the mayfield modified skull clamp (a1059) was super tight and was not functioning properly. It is unknown if there was patient involvement; however no patient injury or surgical delay has been reported.